Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (24 mg/dl). Reportedly, the customer set the pump basal rate incorrectly. Customer set the pump basal rate to 9.5 units of insulin per hour instead of 0.95 units of insulin per hour. Customer administered a glucagon injection to address low bg levels.